Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The device stopped working during testing. The device's system board was replaced to address the issue. The device was found to be heavily contaminated with nicotine.